Event description:
Boston scientific received information that this right ventricular (rv) lead was capped and abandoned after it was found during a coronary artery bypass graft (CABG) procedure that the rv lead had perforated the heart wall. The lead was successfully replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.